Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads-MRI, upn: (B)(4), model: sc-2408-56, serial: (B)(4), batch: 20940414.

Event description:
It was reported that the patient was experiencing inadequate stimulation and undesired sensations when the device was turned off. The physician confirmed with the boston scientific representative that the patients lead was non-functional and the lead was likely fractured given that it has not moved by recent x-ray. The patient will undergo a lead replacement procedure.

Event description:
It was reported that the patient was experiencing inadequate stimulation and undesired sensations when the device was turned off. The physician confirmed with the boston scientific representative that the patients lead was non-functional and the lead was likely fractured given that it has not moved by recent x-ray. The patient will undergo a lead replacement procedure. Additional information was received that the patient underwent a lead replacement procedure and was doing well postoperatively. The explanted leads were disposed.